Manufacturer narrative:
Patient date of birth and weight not available for reporting. Date of event: date patient pain and malunion began is not known. PMA / 510k: this report is for one (1) 2.7 mm metaphyseal independent lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implanted date: date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal on (B)(6) 2017 due to the articular surface of the proximal metaphyseal bone of the ulna collapsing around the plate and screws construct leading to intra-articular penetration and a malunion. The original construct included one (1) variable angle (va) locking compression plate (lcp) olecranon plate, three (3) 3.5 mm self-tapping cortex screws, three (3) 2.7 mm va locking screws and one (1) 2.7 mm metaphyseal independent lag screw that lead to the three (3) 2.7 mm va locking screws. The initial surgery to implant the plate and screw construct was conducted on an unknown date. Subsequently, the articular surface of the bone collapsed causing pain to the patient, and thus led to the entire plate and screws construct to be removed. All hardware was removed intact and as per the surgeon, the hardware not broken, damaged or deficient upon removal. It was also reported that a synthes radial head construct was also initially implanted in the vicinity of the plate and screws construct on an unknown date and the surgeon did not remove it since he believed that the radial head prosthesis did not contribute to the event. No additional interventions were required, and the removal surgery was completed successfully without any complications. The patient is reported to be in stable condition. Concomitant devices reported: radial head (part number unknown, lot number unknown, quantity 1); radial stem (part number unknown, lot number unknown, quantity 1). This report is 4 of 4 for (B)(4).